Event description:
It was reported that a pump failed downstream occlusion testing. It was also reported that the pump alarmed for a downstream occlusion, when no occlusion was present. After a downstream occlusion occurred, the pump would not auto restart.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the downstream sensor current signal was elevated and out of specification. The elevated signal produced false downstream occlusion alarms which did not allow for the device to auto restart. Downstream occlusion tests were performed per spectrum service manual, and the device performed within specification.